Event description:
There was damage to the arthrex disposable shaver device causing 1 of the small parts of the instrument to become a loose body within the joint. This was successfully retrieved using combination of graspers and shaver. Fluoroscopic imaging confirmed retrieval of the metal shaver component. This appeared to be a broken part of the shaver blade. Pt was then copiously irrigated and closed and she was awakened from anesthesia, placed in sterile dressing. She was transferred off the fracture table and to the pacu for recovery. She tolerated procedure well. There were no noted complications. This did increase the time the pt was in operating room and increased anesthesia time. She underwent fixation of the labrum using arthrex 2.9 mm knotless swivelock. There was damage to the shaver device causing 1 of the small parts of the instrument to become a loose body within the joint. This was successfully retrieved using combination of graspers and shaver. Fluoroscopic imaging confirmed retrieval of the metal shaver component. This appeared to be a broken part of the shaver blade. This did require extensive add'l time on traction to expose the joint and retrieve this device. Staff present during the procedure of the disposable shaver device while being used by surgeon. The broken piece was retrieved and fluoro imaging confirmed retrieval. Staff stated there was no known indication of harm. (B)(4).